Manufacturer narrative:
A complete lead was returned in one piece for analysis. Visual inspection of the lead found inner insulation damage due to the suture tie down forces. This damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented for follow up in clinic, low pacing impedance, noise and possibility of insulation damage was noted on the right atrial(ra) lead. The lead was explanted and replaced. During the explant procedure, the physician noted damage on the lead due to the steps taken while the initial implant. During initial implant, physician had tied off the vein to the lead to stop bleeding which caused the insulation damage to the lead by unused suture. The patient was stable.